Event description:
It was reported that a user experienced repeated freestyle libre 3 plus continuous glucose monitor (cgm) pairing failures and loss of readings after inserting a new sensor, attempted multiple rescans, and then achieved successful activation, with readings appearing after warmup. No adverse clinical symptoms reported. Outcomes included temporary interruption of dosing and user education on rescanning and activation, with referral to the cgm manufacturer for sensor replacement support. User support included phone-based troubleshooting and education. Investigation of this case revealed pairing failure and sensor communication issues that were resolved through guided rescans and successful activation. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication error during sensor pairing.

Manufacturer narrative:
Initial.